Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The signals in the run data file indicate that the higher than expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during a portion of the procedure. While the trima accel system is typically robust against numerous access alerts and adjustments, it is possible that the high number of alerts and adjustments that occurred throughout this procedure disrupted the steady state of the system and contributed to the higher than expected wbc content reported for this procedure.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. (B)(6) the disposable kit is not available for return because it was discarded by the customer.